Event description:
A valiant stent graft system was implanted in a patient for endovascular treatment of a fusiform 6 cm in diameter thoracic aorta aneurysm. The patient¿s vessel morphology was not reported. It was reported that the patient expired three days post-index tevar procedure due to a pulmonary embolism. The physician stated that the patient was very sick and had only a 50 percent chance of surviving the operation. The patient elected to proceed with the procedure. The physician stated that the cause of patient¿s death was not related to the device specifically.

Manufacturer narrative:
(B)(6).